Manufacturer narrative:
The reported event was confirmed. Visual inspection noted 3 photo samples were received. Visual evaluation of the photo samples determined that the box packaging had an expiration date of 2022-05-28, with the individual device packages had 2022-06 as the expiration date. This is a confirmed failure, via confirmation with the manufacturing site, as the box packaging should have had an expiration date of 2022-06-28. This is considered a failure per (B)(4) stating the product will be rejected if incorrect, illegible, or incomplete pad information. No corrective and preventative actions are required as the new erp system implementation at (B)(4) that was implemented after the manufacturing of this lot added an automatic expiration date calculation and removed human interface for this process. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be wrong label put on package. The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "non-sterile. Ready to use. Product code, lot number and expiration date information¿see packaging. Remove oil and moisturizer from targeted skin area. Apply skin prep to the targeted statlock® device area for skin protection and enhanced pad adherence. Allow to dry completely. Safety and efficacy considerations: single use only. Rx only. Latex free. Contraindications: known tape or adhesive allergies. Warnings and precautions: avoid contacting the statlock® device with alcohol or acetone, both can weaken bonding of components and the statlock® device pad adherence."

Event description:
It was reported that the analytical certificate they sent coincides with that of the box, but the piece indicates another expiration date. The box indicates an expiration of 05-28-2022 and the pieces have an expiration of june 2022.